Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device/biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. The sponge detached from inside of the biopsy cap, during procedure. It was reported that a water-soluble lubricant was applied to the cap, prior to use. The sponge was removed, and another rx locking device and biopsy cap was used to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.